Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a 52 mm abdominal aortic aneurysm. Vessel morphology at the time of implant is unk. The aneurysm is now 58 mm. It was reported that the pt was seen for a 2 year follow-up, and there was slight stent graft migration resulting in a type I endoleak. It was reported the cause of the migration is related to the pt's aortic neck angulation and rapid shrinkage of the aneurysm. The physician implanted an aneurx aortic cuff and the type I endoleak was resolved. The pt was reported to be fine and no additional clinical sequelae have been reported.

Manufacturer narrative:
Conclusions: device failure/lack of effectiveness related to pt condition (aortic neck angulation and rapid shrinkage of the aneurysm).